Manufacturer narrative:
Medtronic received additional information that the transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to stenosis and regurgitation. This valve was implanted in a 2 year old pediatric patient and replaced when the child was 13, which likely represents outgrowth. Aware date on initial medwatch report corrected to (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 11 months post implant of this pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.